Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020. They reported that the stimulation is supposed to go to their feet to treat the neuropathy in their feet, but the stimulation was going up the left side of their back where the ins was implanted and down their arm. They have tried to find a doctor to take it out but the physician's they had talked to refuse to take it out. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that when the patient did the trial, he thought he was cured. Caller states he had the ins implanted for neuropathy in the feet that he has been suffering from for 13 years. Caller states after he got the permanent implant "it never worked". Caller confirmed he was referring to the ins. Caller states the ins would send electric shocks up the left arm and left side. Caller clarified he meant the stimulation only stimulated his left arm and left side and his other setting was only stimulating the right knee, but the stimulation never gets to his feet. Caller states he met with the reps multiple time for adjustments that never helped him. Caller states he then was in conversation with his hcp and they decided to remove the ins and implant a new ins through a different manufacturer. Caller states his insurance approved the replacement and the date was set. Caller states he received a call from the hcp saying the hospital will not allow them to remove the ins and the doctor dismissed him. The patient now wants to find a doctor that will help him with getting the ins removed. Hcp listings were sent. The patient further reported that whenever he charges the ins, he feels the ins getting really hot and heating up inside of him. No further complications were reported/anticipated.